Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 388 mg/dl at the time of incident. Customer states the tubing is not bent or kinked. Customer stated they have tried all remedies. The device was expected to be returned for analysis.

Manufacturer narrative:
No delivery alarm/occlusion during therapy noted during testing. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test.